Manufacturer narrative:
Correction to h6 to remove tamponade code.

Event description:
It was reported during implantable cardioverter defibrillator (ICD) system implant procedure that the patient had cardiac tamponade and fluid was drained from the heart. The patient passed away the next day. The cause of tamponade as well as the cause of death was not provided. There is no known allegation that suggests that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.